Manufacturer narrative:
The customer's complaint that the microbore extension set leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. The patient demographics were requested, however not provided by the customer. The event reportedly occurred in the nicu, therefore, it is presumed the patient is an infant.

Event description:
The customer reported a second event in which the microbore extension set leaked during patient use in the nicu. There was no report of patient harm.